Event description:
During the transfemoral tavr for a 23mm sapien 3 valve, resistance between devices, possible valve deformation, balloon rupture and difficulty in removal of devices were observed. As a result, the devices were surgically removed. Initially, the esheath could not advance through external iliac artery (eia) due to tortuosity. The guide wire was changed to lunderquist and esheath was able to be inserted. The delivery system was inserted into the sheath; however, there was strong resistance at the eia, due to tortuosity. The delivery system was inserted slowly and was able to be advanced. During the valve alignment, the valve seemed to be deformed. It was determined that the valve was deformed (frame was skewed) during insertion difficulty and procedure was continued. The valve alignment was executed carefully, applying negative pressure to the valve and there was no abnormality noted. Right after the valve alignment, blood was seen in the inflation device. To remove the device, delivery system was pulled back in the sheath. The operator tried to remove the delivery system and the sheath as a unit; however, there was strong resistance at cia to eia area. The operator stopped the removal. The blood pressure dropped and vascular damage was suspected. The occlusion balloon was inserted from the contralateral limb and stood by at terminal aorta. Aortography revealed vascular damage in eia. After the discussion, surgical removal was executed. Occlusion balloon was inflated at terminal aorta and both delivery system and sheath were removed. After the vascular damage was repaired, the occlusion balloon was deflated. With deflation, the blood pressure dropped. Angiography revealed the damage at the area where the occlusion balloon was inflated. The bleeding was surgically stopped and the abdominal was closed temporarily. On postoperative day 1, the wound was opened to confirm the hemostasis. The bleeding was completely stopped and other damage was not confirmed. The physician commented that it may have been better to change the sheath with a non-edwards sheath.

Manufacturer narrative:
Investigation is ongoing. Device discarded.

Event description:
Additional information was received from the japan tavi registry database reporting that the patient passed away due to prosthetic vessel infection approximately 3 months later (pod96). The damage in the abdominal aorta was caused by the occlusion balloon and infection occurred on the replaced prosthetic vessel. It was determined that the edwards device is not directly related to the death.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, -during the valve alignment, the valve frame seemed to be skewed. It was determined that the valve was deformed during insertion difficulty was observed and procedure was continued. The valve alignment was executed carefully, applying negative pressure to the valve and there was no abnormality noted. Right after the valve alignment, blood was seen in the inflation device.- without the return of the complaint device or applicable imagery, the source of the leakage is unknown. However, as resistance with the sheath was reported (see complaint # (B)(4) for more details), it is possible that the excessive manipulation to overcome such resistance may have resulted in an interaction between the balloon and crimped valve. Such negative interaction may have pierced the balloon, causing in the reported leakage. Additionally, it was reported that -both sides of iliac artery had severe tortuosity. The mld of access vessel, left femoral was 4.6 x 6.1mm with mild to moderate calcification.- it is also possible high forces on the system during valve alignment resulted in balloon damage. Valve alignment in a tortuous anatomy can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and -dive- into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system. It is possible that the combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the reported leakage. Without applicable patient/procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and/or procedural factors (excessive manipulation, valve alignment in non-straight section) may have contributed to the complaint event. As reported, -the operator tried to remove the delivery system and the sheath as a unit; however, there was strong resistance at cia to eia area. The operator stopped the removal.- additionally, it was reported that -both sides of iliac artery had severe tortuosity. The mld of access vessel, left femoral was 4.6 x 6.1mm with mild to moderate calcification.- per the IFU/training manual, -push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.- calcification, in addition to an undersized access vessel, can reduce the vessel lumen diameter and may increase restriction leading to resistance during withdrawal. Tortuosity can create sub-optimal angles that can lead to non-axial alignment of the delivery system and/or crimped valve with the sheath during withdrawal.-- additionally, it is possible a balloon tear occurred during the procedure. If a balloon burst or tear occurred, it may result in an altered balloon profile making it susceptible to catching on to the sheath tip. As such, it is possible that this may have contributed to reported difficulty withdrawing the valve through the sheath. Without applicable patient/procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification, tortuosity, vessel size) and/or procedural factors (withdrawal of crimped valve, withdrawal of torn balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. There were no manufacturing non-conformance and no IFU/training manual deficiencies identified during this evaluation. Therefore, no corrective action or preventative and no product risk assessment escalation is required at this time.

Event description:
Per the follow-up, the patient recovered and was discharged on post op day 13.